Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000165, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The imaging acquisition system (ias) battery was replaced, bios were reconfigured, and system is operational. Codes 10, 120, and 4307 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while setting up for a procedure, the system was stuck on "loading please wait". The mobile viewing station (mvs) was connected and several reboots did not resolve. Technical services (ts) recommended the site turn on the mvs and system separately, then connect to see if the issue could be resolved. It was not reported that the site attempted to do this. This was reported outside of a procedure. There was no patient involved.